Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿design same as predicate¿. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, and individual who inserted catheter. Indications for use: for urological use only. Silicone: intended for use for bladder management including urine drainage, collection and measurement. The devices are generally passed to the urinary bladder via the urethra. Swab surface of bard® ez-lok¿ sampling port with antiseptic e.g., site-scrub¿ ipa device which is an effective disinfecting agent for luer hubs. Using aseptic technique, position the collection device in the center of the sampling port. Press the device firmly and twist gently to access the sampling port. If using bd vacutainer® luer-lok¿ access device, collect urine into the bd vacutainer® tubes per hospital protocol. If using syringe, slowly aspirate urine sample into syringe and transfer to collection cup or follow hospital protocol. After sample is obtained, discard collection device according to hospital protocol. Follow established hospital protocol for specimen labeling and transport to lab. Single use only. Do not resterilize. For urological use only." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that urine stayed in the intermittent catheter tube during straight catheterization therefore customer could not tell when their bladder was done draining as urine remained in the tube. Bladder scanned patient for 900cc and got out 600cc of urine. Waited for prolonged amount of time to see if anymore urine would drain but could not tell when bladder was finished draining since urine sat stagnant in the foley.

Event description:
It was reported that urine stayed in the foley catheter tube during straight catheterization therefore customer could not tell when their bladder was done draining as urine remained in the tube. Bladder scanned patient for 900cc and got out 600cc of urine. Waited for prolonged amount of time to see if anymore urine would drain but could not tell when bladder was finished draining since urine sat stagnant in the foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.